Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient had a routine follow up transesophageal echocardiography (tee) and a mobile device related thrombus (drt) was noted. There were no leaks noted. The patient medication was changed from dual anti platelet therapy (dapt) to an oral anticoagulation (oac).